Event description:
It was reported that guide wire break occurred. Vascular access was obtained via a brachial vessel through a 4fr unspecified sheath. The 85% stenosed target lesion was located in the heavily calcified and tortuous superior mesenteric artery. After a 300cm journey guide wire crossed the target lesion, a non bsc stent was advanced and deployed successfully. While removing the non bsc stent delivery system, a loop was formed in the 300cm journey guide wire. When the guide wire was removed, the loop was caught at the end of the 4fr sheath and the guide wire was kinked. An attempt was done to pull the guide wire through the sheath however, it broke at approximately in the middle and part of it was still inside the patient. A surgical cutdown was performed on the brachial artery and the detached portion of the guide wire was successfully removed and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The journey guidewire was received in two pieces. The distal portion of the guidewire was in the lumen of the sds. The sds was in the lumen of the introducer sheath. There was blood on the devices. The guidewire was protruding 8 cm from the tip of the sds. The guidewire was completely separated 37.5 cm from the tip. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload. There were multiple kinks throughout the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. Vascular access was obtained via a brachial vessel through a 4fr unspecified sheath. The 85% stenosed target lesion was located in the heavily calcified and tortuous superior mesenteric artery. After a 300cm journey guide wire crossed the target lesion, a non bsc stent was advanced and deployed successfully. While removing the non bsc stent delivery system, a loop was formed in the 300cm journey guide wire. When the guide wire was removed, the loop was caught at the end of the 4fr sheath and the guide wire was kinked. An attempt was done to pull the guide wire through the sheath however, it broke at approximately in the middle and part of it was still inside the patient. A surgical cutdown was performed on the brachial artery and the detached portion of the guide wire was successfully removed and the procedure was completed. No patient complications were reported and the patient's status is fine.